Manufacturer narrative:
Csi ID# (B)(4).

Event description:
As of (B)(6) 2020, the patient had been discharged from the hospital and was doing fine.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The lot number provided was not a valid lot number. The device history record for the reported oad could not be reviewed, as the lot number provided was not a valid lot number. If the lot number is provided, a DHR review will be performed. Csi ID# (B)(4).

Event description:
A coronary orbital atherectomy device (oad) was selected for treatment of an 80% stenosed lesion in the proximal circumflex artery. The vessel was approximately 3.5 mm in diameter. After the second treatment, a perforation was observed on imaging. A stent was placed and pericardiocentesis was performed. The patient was admitted to the critical care unit, and as of (B)(6) 2020, the patient had not yet been discharged. Around (B)(6) 2020, the pericardiocentesis drain was removed, but, although requested, additional patient status was not provided by the site.